Event description:
Caller reports a device user inadvertently mistook a perfoma meter for a hemoglobin meter. Based on a value of "4," the patient received an inappropriate blood transfusion. The patient's current condition is not known. The meter will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.